Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's pump had been "dead for almost 2 years". The patient stated that they had been having problems with diabetes and other surgeries. The patient mentioned that they operated on his spinal cord about 5-6 months prior to this report to clean out all the scar tissue and try to relieve pressure from the spinal cord. The patient said that they had to add 2 more screws and metal from his original surgery. The patient stated that they had to put plastic in between discs. The patient woke up one morning and was in extreme pain. The patient was previously on multiple painkillers. The painkillers were largely ineffective. The patient was diagnosed with "spider syndrome". The patient was unable to get help from different healthcare providers (hcp). The patient had to have 13 surgeries. The patient also had a spinal cord stimulator (scs), which they were thankful for. The patient stated that toradol did help to relief the pain. The patient also mentioned that their pump started alarming about a year and a half prior to this report. The patient was redirected to their hcp to further address the issue. The patient reported that their pump was empty for 2 years. Hcp listings were sent to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.